Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient (gravida 5, para 3) who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 7 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and surgery (removal scheduled to (B)(6) 2018). At the time of the report, the pelvic pain, abortion spontaneous, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: negative. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - in (B)(6) 2014: negative; in (B)(6) 2016: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and mr received. Lot number added (628437). Events added: vaginal bleeding, menorrhagia, pregnancy (miscarriage), uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain and weight gain . Consumer stated that removal of essure was scheduled to (B)(6) 2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 628437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal hemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 7 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abortion spontaneous, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain, pregnancy with contraceptive device, vaginal hemorrhage, menorrhagia and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2014: results: negative; in (B)(6) 2016: results: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 32-year-old female patient (gravida 5, para 3) who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 7 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and surgery (removal scheduled to (B)(6) 2018). At the time of the report, the pelvic pain, abortion spontaneous, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, depression and anxiety outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: negative hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - in (B)(6) 2014: negative; in (B)(6) 2016: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 32-year-old female patient (gravida 5, para 3) who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6)2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2010, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 7 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics and surgery (removal scheduled to (B)(6) 2018). At the time of the report, the pelvic pain, abortion spontaneous, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, depression and anxiety outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: negative hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion pregnancy test - in (B)(6) 2014: negative; in (B)(6) 2016: positive concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 32-year-old female patient (gravida 5, para 3) who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 7 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and surgery (removal scheduled to (B)(6) 2018). At the time of the report, the pelvic pain, abortion spontaneous, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, depression and anxiety outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: negative. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - in (B)(6) 2014: negative; in june 2016: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received:event essure confirmation test not done added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included parity 3, multigravida, miscarriage, bipolar affective disorder, schizophrenia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In march 2010, the patient was found to have weight increased ("weight gain"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), 7 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abortion spontaneous, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure placed without difficulty. She stated that physician told her that she was not pregnant, but according to her he was hiding information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Human chorionic gonadotropin - in (B)(6) 2009: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2014: results: negative; in (B)(6) 2016: results: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event added-fracture-device breakage, event outcome updated for pain, bleeding and bladder/urinary problem. Seriousness criteria for event pregnancy and spontaneous abortion updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.